Manufacturer narrative:
The device could not be provided for evaluation. The device could not be provided for evaluation. Additional information provided that there is a possibility of the screw being inserted too deeply. If this were to occur, the facet would interfere with the positioning of the head. However, an exact cause of the reported issue could not be determined.

Event description:
It was reported that 2 creo locking caps at l5 are loose post operatively. This event occurred in japan.